Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5034146) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced daily cramping, backaches, severe migraines, weight gain, extreme fatigue, depression, pain during sex, random numbness in my feet, and irregular periods. No info given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted lot number 789025 / 761438 (expiration date 11-november-2005). From the moment essure was implanted, pt started experiencing daily cramping and backaches and over the 2 plus years continually worsened to the point that she could not function. Also she had severe migraines, weight gain, extreme fatigue, depression, pain during sex, random numbness in feet and irregular periods. All of the events were gone after essure removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 22-sep-2014: the required number of follow-up attempts has been made. To date, there has been no response.additional information received on 24-sep-2014: lot number 789025, the manufacture date is oct-2010 and expiration date is oct-2013.lot number 761438, the manufacture date is jul-2010 and expiration date is jul-2013.